Manufacturer narrative:
A ge svc rep performed an on-site investigation. The battery charger and batteries were replaced. The sys was then found to be operating as intended.

Event description:
The customer reported that the sys was intermittently displaying a pre-charge voltage error message and shutting down. There is no report of pt injury associated with this event.